Manufacturer narrative:
The date of the event onset was reported as an unknown date and month in 2016. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. The cause of the event was unknown. Treatment details, action taken with physioneal and extraneal therapies, and the patient¿s recovery status were not reported. No additional information is available.